Event description:
It was reported that patient experienced high blood glucose and was treated with Correction injection via Multiple daily injection (MDI) due to infusion set fell off on (b)(6) 2026.

Manufacturer narrative:
Initial 3 of 4.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.